Event description:
It was reported via a (B)(6) that during a tonsillectomy procedure using the procise max wand, the wand was not working properly. The wand was replaced and the procedure was completed without further issue. There were no significant delays or patient complications reported as a result of this event.